Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there were minor scratches on the distal end cover, and the light guide lens was chipped. There were deep scratches and a deep cut observed on the insertion tube. The electrical safety test failed on the insertion section due to damage to the insertion guide. The yellow ring of the light guide tube was cracked. Additional information has been requested regarding the customer's report of a "strange wire" coming out of the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that they noticed a "strange wire" was coming from the distal end of the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Event description:
Additional information was received regarding the reported issue (the customer reported that they noticed a "strange wire" was coming from the distal end of the subject device): the reported issue was identified after reprocessing the subject device. The device was inspected prior to use. The intended procedure was therapeutic and it was successfully completed. There was no delay in the intended procedure. There was no injury or other harm due to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing conducted by the user was different from the instructions for use recommendation, causing the event. However, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.